Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found tear at the inflation funnel, caused water to leak out. Origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that water leaked around bifurcation area of the catheter during the procedure. It was later reported on 7/16/2018 from the international business center, there was a tear near the inflation valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked around bifurcation area of the catheter during the procedure. Per additional information received on 7/16/2018 from the ibc, there was a tear near the inflation valve.